Manufacturer narrative:
Additional information: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a peritoneal dialysis (pd) transfer set separated from the twist clamp. This event occurred while the patient was not performing pd therapy nor setting up. There was no patient injury or medical intervention associated with this event. No additional information is available.